Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents, self-test and displacement test. No blank display anomaly noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported that, the customer had high blood glucose of 300 mg/dl and then 400 mg/dl. Customer also reported that, the insulin pump had blank display screen. Customer declined troubleshooting for the high blood glucose. After performing troubleshooting for the blank display, it was confirmed that, the display did returned. Customer advised that, if the screen is too hard to read then back the order of insulin pump. The insulin pump will be returned for analysis.